Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant had placed an impella cp for hemodynamic support of a 61-year-old female patient admitted in known critical condition with known carotid artery disease. The patient suffered a cerebral vascular accident (cva) with slurred speech while on the cp support. The stroke was not attributed to the impella, and the physician and extended team were aware the event was a possibility.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.